Event description:
It was reported via legal counsel that patient underwent a procedure utilizing a tibial nail in (B)(6) 1994. Subsequently, the patient began to experience pain and a revision procedure was performed on (B)(6), 2001 to remove the tibial nail. The nail could not be extracted during the revision procedure. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: "pain, discomfort, or abnormal sensations due to the presence of the device." (B)(4)